Event description:
Unomedical reference number 1565629. Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector prior to insertion. The patient's blood glucose level was 20 mmol/l at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.